Event description:
It was reported that the patient's procedure was abandoned due to non-functional adapters. No adverse consequences to the patient were reported.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Additional information received reports there was no consequence to the patient as the issue was identified prior to being used in the procedure, therefore this event is no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports there was no consequence to the patient as the issue was identified prior to being used in the procedure, therefore this event is no longer reportable.